Manufacturer narrative:
The metal tabs on the distal end of the 26276b inner sheath f/dual sheath bipolar forceps, are bent outward. Also, the insulation on the tip is nicked around the metal tabs and the distal tip. It appears the metal tabs have been forced out and in the process the insulation and metal tabs nicked. These are signs of customer mishandling of the instrument.

Event description:
Hospital reports that, allegedly, during a lap gyne procedure, the instrument became stuck in the patient when the doctor tried to remove it. Doctor converted to an open laparatomy to remove instrument. There was no adverse effect to patient as a result of this. Procedure was completed and patient released after overnight stay for observation. Hospital did an x-ray and confirmed there was nothing left in patient.